Event description:
A patient received a "serious burn" to the inside of the mouth and along the gum line during a dental procedure. The user facility reported the pt required multiple follow up appointments to the dental clinic but was unable to provide and additional detail. Repeated attempts to obtain additional info have been unsuccessful.